Event description:
Covidien clip applier 10mm medium/large (ref: 176657, lot: j4a4018ny). This clip applier was used in a laparoscopic appendectomy case. A clip was applied but the device did not release the tissue. The locked device was removed only by taking a piece of the tissue. Defective device.